Manufacturer narrative:
The system was checked by a philips service engineer and found to be working within specifications. When the investigation has been completed philips will inform the FDA. (B)(4).

Event description:
Philips received a complaint from the customer in which was stated that a patient received 6,5gy total dose in 12 minutes. The customer decided to stop the procedure.

Manufacturer narrative:
The log files, examination programmed x-ray (epx ) database used by the customer and the dose report from the patient have been investigated by philips (complaint investigator and system designer) and they could not find anything that indicates the system has malfunctioned during the performed procedure. Analysis of the supplied dose report and event log files shows that the dose report values (total dose received by the patient) are as expected with the selected settings and performed runs, no exceptional deviations. The log files show that the customer used "normal dose" for fluoro, which is the correct setting when looking at the large patient size (+/- 35[cm]). The event log files show that the total fluro time was 12 minutes which equates to 1,01 gy. The total digital subtracting angiography (dsa ) dose was 4,42 gy which together with the fluoro dose is 5,43 gy. The event log file is used to calculate the dose (air kerma) received by the patient. Calculating the total dose with the event log file could lack accuracy since assumptions have to be made regarding the tube yield numbers. The dose report provided by the field service engineer (fse) states that the patient received a total of 6,50 gy, which is calculated by the generator (velara >= r8.1). These calculations do use the actual tube yield numbers instead of estimated numbers when using the event log file. The calculated total dose received by the patient needs to be 35% accurate. 35% of 6,5 gy equates to 2,275 gy, which means that the actual dose received by the patient could be in the range of 4,225 gy ¿ 8,775 gy. Since 5,43 gy falls within this range, nothing is out of the ordinary regarding the reported dose values for both the dose report and the total dose produced by the event log file because the difference is still within limits. The dsa dose and fluoro dose numbers show that the main contributor for the total patient dose are the dsa images and not the fluoro time, but both are still within the expected range when looking at the selected setting and performed runs. The customer reported that they experienced grainy images after the procedure was finished. We analyzed the log files for the patients who were treated after the procedure that is investigated in this complaint. The fact that dsa images were reported to be grainy could be caused by the chosen setting, which is a very low dose (25%) clarity procedure while the patient is obese (large patient thickness). The image quality of the dsa images would have likely been better with a higher dose dsa and the customer as a result would probably have had to take less images with the higher dose dsa. We will take no corrective action since our analysis shows that the dose received by the patient was as expected and no evidence is available that indicates our system malfunctioned. Conclusion of the analysis: all available evidence has been investigated by the biu and we cannot find anything that indicates the system has malfunctioned during the performed procedure.